Event description:
It was reported that the lead integrity alert triggered for the right ventricular (rv) lead due to oversensing, high impedance and multiple non-sustained ventricular tachycardia episodes. It was questioned if the rv lead had a possible micro-dislodgement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and tissue on helix. The analyst commented that blood likely entered the distal conductor through the is-1 pin as no insulation breach was observed. We did receive performance data collected from the device and have analyzed the data. Save to disk review revealed high resistance/impedance with patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 and (B)(6) 2012. Weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance equal to 722 to 1653 ohms peak between (B)(6) 2012 and (B)(6) 2012. The lead integrity alert triggered with patient alerts for lead failure predictor (lfp) between (B)(6) 2012 and (B)(6) 2012. Also, there was oversensing with ventricular non-sustained tachycardia less than equal to 200 ms between (B)(6) 2012 and (B)(6) 2012. The lfp high rate non-sustained less than equal to 202 ms average v-cycle on (B)(6) 2012. There was sensing of interference/noise with ventricular short interval count (v-sic) equal to 179 counts, in 0.97 day, between (B)(6) 2012 and (B)(6) 2012.